Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stomach transection on a laparoscopic gastrectomy, the reload did not fire. Another reload was opened and used on the same handle to complete the case. There was no patient injury.